Event description:
It was reported via repair work order that the outer base tubes are broken at the weld and that the base cannot be retracted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the outer base tubes are broken at the weld and that the base cannot be retracted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found during investigation that the foot end caster horn assembly was missing which will affect cot stability.